Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 20 dec 19 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. There were no anomalies with this lot.

Manufacturer narrative:
(B)(4). Dmf# (B)(4). Trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of the tibial component at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2014 dor: (B)(6) 2021 right knee.